Event description:
It was reported that a 6f angio-seal vip was selected for use. Later that evening, the pt experienced bleeding while getting up to use the bathroom. Manual compression was performed but was unsuccessful. One day later, the pt underwent surgery to repair the artery and to remove the angio-seal. The surgeon noted that the stick was through the inguinal ligament and the seal was on top of the artery. The pt continued to bleed and was given blood. Two days later, the pt expired. The physician does not feel that the angio-seal caused the incident. The pt was obese, has liver problems and has numerous comorbities (unspecific). No additional info is available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible, since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk, or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed.